Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported the patient no longer uses the device as they don't have back problems. The patient also reported that they have a rash and that the device sticks out more than it used to. It was getting irritating. The patient stated that a healthcare provider (hcp) told them they had to have it removed and wanted a second opinion. Physician listings were sent. No further complications were reported/anticipated.